Event description:
During the device evaluation, it was observed that the gastrointestinal videoscope exhibited foreign material in the device nozzle and on the camera cover. Additionally, the device camera cover was found to exhibit a burn. There was no patient involvement, and no harm reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based in the results of the investigation, foreign material was observed in the device nozzle and on the camera cover. The foreign material was not identified, and a definitive root cause of the issue could not be determined, however, the foreign material issue was likely the result of insufficient device cleaning/reprocessing. Additionally, a definitive root cause of the observed burn on the camera cover could not be determined, however, the issue was likely the result of a high-energy treatment device (such as a high-frequency device) used without ensuring a sufficient distance from the tip. The foreign material issue can be detected/prevented by following the device IFU sections below: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). The camera cover burn issue can be detected/prevented by following the device IFU sections below: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope. Gif/cf/pcf-290 series operation manual chapter 4 operation:4.3 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.